Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Follow up will be submitted if information becomes available.

Event description:
This is a report of a patient from baxter (B)(4) who contracted peritonitis. No other information was obtained at the time of the initial phone call and the reporter refused follow up by baxter product safety. No further information has been made available concerning patient demographics, event details, resolution, treatment, medical history, results of testing, peritoneal prescription and concomitant medication therapy.